Manufacturer narrative:
(B)(4). Physio-control attempted to contact the customer to determine the outcome of the reported issue but no response appears forthcoming. Neither the device or the hard paddles have been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that the charge and shock buttons on their defibrillation hard paddles assembly was inoperable. The device still had the ability to charge with the charge button on the device, but a defibrillation shock could not be delivered using the hard paddles assembly. There was no patient use associated.